Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The received computer booted normally to application screen. Computer passed all testing. No faults found. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system became unresponsive. Rebooting the system resolved the issue and site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6).